Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I heal from surgery/essure implant that were killing me removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced anxiety ("anxiety") and skin disorder ("bumps"). The patient was treated with surgery (she had undergone essure removal surgery). Essure was removed. At the time of the report, the medical device removal, anxiety and skin disorder outcome was unknown. The reporter considered anxiety, medical device removal and skin disorder to be related to essure. ¿concerning the injuries reported in this case, the following ones was described in patients social media record: medical device removal and anxiety". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.